Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Repeated attempts were made to obtain the device for further testing and evaluation as well as requests for additional information however, those request were unsuccessful. Because the device was not returned and based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to provide additional reported by the customer. New information is reported in b5, b7, h10. B5: date of ercp: (B)(6) 2021. Date infection diagnosed: (B)(6) 2021.

Event description:
Additional information provided by the customer: the patient had an endoscopic retrograde cholangiopancreatography (ercp) procedure for the indication of suspected bile leak. Two days after the ercp procedure, the patient was diagnosed with ndm producing e. Coli (in blood). This was sent to the state lab for confirmation and sequencing. The patient was treated with bactrim ds. The patient's current condition is reported as "alive, discharged". There was no malfunction of the tjf-q180v scopes during the ercp procedures. Three of the facility scopes have been cultured (results not provided). The facility describes their reprocessing procedures as follows: "we follow the olympus IFU for scope reprocessing. We use cantel medivators (automated reprocessor) with rapicide for high-level disinfection. Additionally, we protein test each ercp scope." We bring in the endoscopic support specialist (ess) and olympus sales rep when we purchase a new scope model or if there is a change to the instructions for use (IFU). We currently meet and exceed the original equipment manufacturer (OEM) IFU for endoscope training to ensure patient safety. Clinical engineering is routinely in contact with our OEM scope vendors to monitor any changes to the ifus. The previous scopes have been replaced with the latest scope model with detachable single use parts. Ess training is scheduled. The customer declined offer to dispatch ess sooner. The customer further stated we are happy to share best practices and how we improved the situation to ensure patient safety as we finalize our report. Case with patient identifier (B)(6) reports patient 6 of 6 diagnosed with ndm producing e. Coli after an ercp with a tjf-q180v

Event description:
Olympus received a user facility mw reporting five patients experiencing an infection with the microorganism new delhi metalo-beta-lactamase 1 (ndm) producing escherichia coli (e. Coli) following a procedure using an evis exera ii duodenovideoscope. The facility had been notified by the state board of health that one of their inpatients matched the same strain as another patient tested at different facility in july 2021. The hospital team initiated an investigation of this report and identified three additional patients with the same organism (ndm producing e. Coli). One of the commonalities discovered was that all five patients had an endoscopic retrograde cholangiopancreatography (ercp). One ercp scope appeared to be common; the scope has been sequestered. Additional details regarding the patients and reported events have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(4) reports patient 1/5. Case with patient identifier: (B)(4) reports patient 2/5. Case with patient identifier: (B)(4) reports patient 3/5. Case with patient identifier: (B)(4) reports patient 4/5. Case with patient identifier: (B)(4) reports patient 5/5.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation (although it is anticipated to be). The definitive cause of the user¿s experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been submitted by the importer under MDR report number: 2951238-2021-00452.